Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo a revision procedure to relocate the ipg.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo a revision procedure to relocate the ipg.